Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) verified that the led (light emitting diode) on the controller boards were present, reseated the bus and power connections, confirmed that the board was communicating properly, and then rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus. The user attempted to recover the failed drawer, but the system continued to indicate that maintenance was required. The customer then rebooted the device, but the issue persisted. They also performed a full shutdown by unplugging the power cord from the back of the station for 2 to 5 minutes, reconnecting it, and powering the unit back on. Despite these steps, the drawer still could not be recovered and continued to fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.